Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device had a damaged neuro-tip. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.